Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon was able to remove the component without pt injury and used another instrument to complete the procedure.